Event description:
It was reported by service report that the stair tread/tracks won't engage and casters won't roll smoothly (difficult to maneuver). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.